Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to describe event or problem, the air/water cylinder has discoloration, the scope cylinder has discoloration and the switch box has a dent. Due to a scratch on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value. The light guide lens has a crack and the connecting tube has a scratch. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the evis exera lll colonovideoscope was displaying flicking and still images, along with a b30, e315 and e216 error message prior to a procedure. During a colonoscopy without polypectomy or other interventions, the device had a black screen and an e216 error message. The procedure was completed with the same device. There was no harm or user injury reported due to the event. This report is being submitted for the e315 scope error.